Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer inspected the unit and replaced the front end board. The unit software was updated, and operational testing was performed. The unit was verified to be fully functional and suitable for clinical use.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the ECG connector in cardiosave intra-aortic balloon pump (iabp) loses signal. There was no patient involved.